Event description:
It was reported that the patient was admitted on (B)(6) 2022 with severe pump infection from exit site to pump pocket. The patient experienced symptoms of fever and abdominal water retention. The patient was treated with 2 grams of cloxacillin, 2 grams of piperacillin, and 0.25 gram of tazobactam. The infection had yet to resolve.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements.  No further information was provided. The manufacturer is closing the file on this event.